Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manifold assembly was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient involvement.